Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge due to its position and adhesive patches would fall off the skin. The patient underwent a revision procedure wherein the ipg was replaced and the leads were also replaced due to an unknown reason. The explanted devices were not returned. Additional information was received that one lead migrated per imaging and the physician opted to replace the percutaneous leads with a paddle lead. The patient was doing well postoperatively.

Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge due to its position and adhesive patches would fall off the skin. The patient underwent a revision procedure wherein the ipg was replaced and the leads were also replaced due to an unknown reason. The explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).